Manufacturer narrative:
Adverse event and product problem are applicable to this event. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
On (B)(6) 2013, information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving bupivacaine, unknown concentration at a dose of 0.577 mg per day, and dilaudid 25 mg/ml at a dose of 2 mg per day for spinal pain. The patient's medical history and concomitant medications were not specified. A change in therapy effect was reported; the patient had gone to the ER (emergency room) on sunday ((B)(6) 2013) for urinary retention. At that time a MRI was done. Since then, the patient was reporting an increase in pain and headaches. It was noted the patient took neurontin for headaches unrelated to the pump. The rep requested that the patient be conferenced in to use their personal therapy manager (ptm) to determine if any alarms were occurring. The rep was concerned about the catheter, noted they are a nurse and used that she had used her stethoscope to check the pump. The patient reportedly heard the pump working. The patient was then conferenced in, used their ptm and confirmed there were no alarm codes appearing on her screen. The patient confirmed she didn't hear any alarms and noted she though the pump was working. The rep planned to follow up with the implanting health care provider (hcp) to get further directive. It was noted the patient didn't want to bother the hcp or rep. The rep, due to the patient's symptoms, felt it was best to contact the hcp to make him aware. Further information, received on (B)(6) 2013, from the rep reported the cause of the patient's issues had not been determined by the managing hcp. The patient's implanting and managing hcps had been notified. No further information was provided. Additional information has been requested regarding drug information, medical history, concomitant medications, the cause of the change in therapy, what exact symptoms the patient was experiencing, if any further troubleshooting and/or other actions were taken and how the patient was now doing, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.